Event description:
Customer reportedly obtained a result of hi on the device while a comparison lab returned as 253mg/dl. Lab was drawn within 4 minutes of the device results. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.